Manufacturer narrative:
A ge representative evaluated the system and found the ups had not been turned on and the batteries were dead. The ups was turned on, the batteries were charged, and the system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.